Manufacturer narrative:
One used acromionizer,4.0 ep-1,dspl blade was returned for evaluation of the reported complaint mode, "blade shedding". The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed, and the inner blade rotated freely within the outer blade; no friction was felt in the unloaded condition. Visual inspection was performed, and galling of the inner blade shaft was observed. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During an arthroscopic bankart repair procedure it was reported that head of burr was shedding tiny metal pieces because the blade was running in reverse, when removing bone. The joint was irrigated and the debris was removed. The surgeon made sure all pieces were removed. There was no seizing of the device. The procedure was completed with a backup device. There were no reported patient injuries or complications. There was no reported time delay.